Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a protege gps self-expanding stent to treat a lesion in the superficial femoral artery with plaque, little tortuosity and moderate calcification with 70% stenosis. No issues with packaging, no issues in removing the device from the hoop/tray. Device was prepped as per IFU. Lesion was predilated, no resistance was encountered, and no excessive force used. The stent was deployed with no issues noted at point of index; however, 10 months later the stent fractured. Vessel occlusion occurred due to device component. No further patient injury reported.

Manufacturer narrative:
Additional information: a second stent was implanted to treat the occlusion/fracture. The patient is reported to be in good health. If information is provided in the future, a supplemental report will be issued.